Event description:
The surgeon inserted a single piece silicone lens aa4203tl model in the patient's eye and noticed the lens was torn after it unfolded in the eye. The surgeon enlarged the incision to remove the lens and put in a different model lens and placed a suture to close the wound.